Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with chipped top case on the corners, broken bottom case gasket, cracked right plunger case and crooked plunger head. During analysis the reported issue was able to be duplicated, syringe plunger sensor value was stuck in false. It was noted that impact broke the q1 chip off the plunger board and damaged the top case. Service replaced the plunger board and top case, performed power up process, occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited plunger error and had issues with the top case. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified syringe plunger not in place., corrected data: d1.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.